Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was both oversensing and undersensing noted on the right atrial (ra) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.